Event description:
During a pta stenting treatment procedure, the balloon ruptured circumferentially. Another was used and the procedure was completed successfully. The pt is reported as 'fine' following the procedure.